Manufacturer narrative:
Additional information: d10, h3 and h6. As received, a complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, increased pacing impedance and increased capture threshold were noted on the right atrial (ra) lead . The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.